Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he went to bolus and the screen went blank. Customer changed the battery and the screen was still blank. Customer stated that there was no physical damage and the pump was not dropped or bumped. Customer stated that the pump was not exposed to moisture. Customer inserted a new battery and the display did not return. Customer requested a replacement pump. Customer stated that he had changed the battery 4 days ago and it was still full. Customer had put the battery back in before the 10 minute pump rest. Customer stated that he is going to revert to a back-up plan.